Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1yw3q, implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 19-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a revision due to correction of lead placement. Caller did not know if or when the lead migration occurred. No further complications were reported.